Manufacturer narrative:
Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000181006.

Event description:
It was reported that during the lead revision [related manufacturer reference number: 3006705815-2026-00430 and 3006705815-2026-00431]. The patient experienced a cardiac emergency as the case was concluding. Patient was under general anesthesia, and the anesthesiologist detected arrhythmia. Pacer pads were placed and the case was completed. Stimulation was activated a few days later.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.